Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows. Giordano et al (2015). Impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. Edorium j cardiol, 2:9¿15. This is one of eight products involved with this event in which associated manufacturer report numbers are 9616099-2016-00361, 9616099-2016-00363, 9616099-2016-00364, 9616099-2016-00365, 1016427-2016-00015, 9616099-2016-00367, 1016427-2016-00016 and 9616099-2016-00370. Complaint conclusion: as noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization. Due to the nature of the complaint, the devices were not returned for analysis nor was the sterile lot numbers provided in order to conduct a lot history review. Myocardial infarction following the occlusion of a side branch is a known potential adverse event related to having a coronary stent implanted. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially a side branch. Review of the information provided suggests that lesion characteristics (calcification) may have contributed to the reported event. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.

Event description:
As noted in a publication, impact of sex on the early and long-term outlook of patients undergoing carotid artery stenting with a single embolic protection device-stent combo. After implantation of a precise stent with use of an angioguard, there was 1 death, 5 strokes and 2 transient ischemic attacks (tias) in the hospital. After follow-up with patients, there were 31 deaths, 17 myocardial infarctions, 15 strokes, 2 transient ischemic attacks (tias) and 2 restenosis with revascularization.